Event description:
Essure implants. Horrible pain, cramps. Metal device in women's tubes should not be allowed. We are suffering. Suffering horribly. No one seems to be a bit concerned about this. I just can't believe the FDA doesn't care about human beings and their quality of life. It's pretty sad when you can't even trust your FDA. Needless to say no one cares about what this product is doing. All the suffering. We live here in the united states. We're supposed to have some kind of humane FDA but this seems not to exist anymore in this country. Unbelievable unacceptable.